Event description:
Reported via patient call center. It was reported neck, back pain and right arm pain and numbness occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient reported to the watchman patient call center that since the watchman implant she has had right arm pain and numbness, as well as neck and mid back pain. The patient saw a physician assistant (pa) to the implanting physician on (B)(6) 2025, however the patient felt that she was dismissed. The patient made a second appointment with another pa of the implanting physician, who informed the patient her pain and numbness were most likely caused from a pinched nerve. The patient then reported she had an emergency situation on (B)(6) 2025 with jerky involuntary movements in her right hand and fingers. The patient reported that when she tried to lift her hand, she could not move it and thought she was having a stroke. The patient went to the emergency room (ER) at that time and had blood work and magnetic resonance imaging (MRI). The ER physician ruled out stroke and infection. The patient followed up with primary care who gave her steroid pills and has ordered a cervical MRI as primary care thinks it may be a pinched nerve. The patient stated she feels like something happened to her in the operating room during the implant as she felt as if the anesthesiologist acted like he did not know what he was doing. The patient will have her follow up transesophageal echocardiography (tee) on (B)(6) 2025.